Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) pressure on x2 was not holding, it would decrease and reach negative pressure in a few minutes. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) pressure on x2 was not holding, it would decrease and reach negative pressure in a few minutes. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusions), h10, h11. Corrected field: g2. The getinge field service engineer (fse) that encountered the issue, stated that it could be due to the drive manifold unit so need to drive manifold for testing purpose. The fse suggested not to use the machine until the problem is not resolved. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) pressure on x2 was not holding, it would decrease and reach negative pressure in a few minutes. There was no patient involvement, and no adverse event reported.